Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine which is not booting up. The fse checked the pdu fan tray and dcps and it was burnt from the front side near the connector on the backboard, the fuse of the ups power controller was also burnt. The fse replaced both the fuse. After replacement the system working in good. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion device failed to boot up. System was not in clinical use. No harm was reported. A philips service engineer inspected the system on-site and identified a problem with the pdu fan tray and the dcps. The fse replaced the parts and system was returned in good working order.